Event description:
It was reported that during an unknown procedure, the anvil was very loose on the trocar. When the surgeon would try to close the device, the anvil would come off of the trocar. They did fire the device and had an incomplete staple line. They excised the incomplete staple line and fired another device with success. There was no adverse consequence to the patient. The device was disposed of by the customer.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.